Event description:
Reportedly, the home monitor did not turn on.

Manufacturer narrative:
Analysis synthesis: upon reception, the power connector of the home monitor was found broken and detached from the pcb, resulting in a non-functional device. The root cause of this issue could not be determined, and the observed damage may be attributable to progressive wear over time or to a mechanical shock. This case is recorded for trending purposes.